Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and salpingitis ('other injury(ies) or complication please describe: chronic inflammation and fibrosis of fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("my pain was in lower stomach\cramps"), dysmenorrhoea ("dysmenorrhea(cramping)\ painful periods\periods were painful"), dyspareunia ("dyspareunia (painful sexual intercourse)\sex was painful"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), nausea ("nausea"), fibrosis ("other injury(ies) or complication please describe: fibrosis of fallopian tubes") and menstrual disorder ("large blood clots") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, salpingitis, vaginal discharge, migraine, tooth disorder, fatigue, nausea, fibrosis and menstrual disorder outcome was unknown and the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibrosis, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, salpingitis, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain-apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/ abdominal bleeding-menorrhagia (heavy menstrual bleeding), other injuries/symptoms: chronic inflammation and fibrosis of fallopian tubes, large blood clots. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Everything was good. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, blood clots, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs and mr received: previously added "injury nos" was replaced with vaginal bleeding. New events were added - abnormal bleeding (menorrhagia), apareunia,migraines / headaches, dental problems, dysmenorrhea, dyspareunia, fatigue, nausea, perforation (fallopian tube(s)), vaginal discharge, weight gain, chronic inflammation and fibrosis of fallopian tubes, large blood clots, my pain was in lower stomach, pelvic, abdominal. Reporter's were added. Patient's demographic was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.